Event description:
At 6:30 am the customer woke up and tried to test, but the meter showed e-3. She was feeling okay at that time. She did not take her metformin because she was planning to eat breakfast after church, and she would take her medication with breakfast. The customer arrived at church around 7 am. While there, she started feeling sweaty and light-headed. Customer was going to walk outside to get some air, and she passed out. Said her husband caught her. She was told she was only out for a few seconds, and she came to when they put a cold towel on her head. Someone brought her some candy to eat and some water to drink. Customer was capable of consuming the candy herself, and she drank the water herself. After about 10 minutes, she was feeling better. The customer was not transported to the hospital.